Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the caller states the patient has had a return of symptoms and has had to go to the urgent care a couple of times in the last month due to uti's, caller states the issue started 'around christmas time'. The caller is the daughter of the patient and a nurse practitioner and is wondering if the device is working given the symptom return and utis. Patient service specialist had the caller connect to the pt's ins and the caller noted that before they called pats the caller was trying to use the communicator while it was plugged into the charger. The agent h ad to make multiple attempts with the caller to connect to the ins (during one attempt it was found that the wifi on handset was on and the bluetooth was off) but eventually the caller was able to connect to ins and it did show the ins was on at 4.0ma. The caller turned the ins off and then turned the ins back on without being prompted by the agent and the pt noted that she 'really (can) feel it now'. Patient will maintain stimulation level and will follow up with managing doctor for an appt scheduled for next month. Agent advised discussing with the doctor their recent medical issues as well as looking at programs/programming.